Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed on an unknown date. During procedure, the basket completely detached from the device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of basket detached. Block h10: the returned trapezoid rx basket was analyzed and a visual inspection observed that the sheath at the distal end bent/kinked. Handle is in good conditions. After tests the device was disassembled and noted that the basket detached (missing). During the magnification was observed closely the bent/kink in the sheath. Additionally, the notched cannula was checked to confirm the crimps were there. The reported event was confirmed. Based on all available information, it is possible that happened by operational factors, interaction/handling, manipulation of with and/or with another device during the procedure such as at the time that the basket was missing, those factors could have contributed to this failure. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Device history record review: a review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed on an unknown date. During procedure, the basket wire completely detached from the device. There were no patient complications as a result of this event.